Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the pump would not power up. When analysts were able to power the pump on it displayed lec 1210 and displayed "power lost while pump was on". It was found that there was significant corrosion in various places on the top side of the board. This was found to be the cause of the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was not powering on. There were no reported adverse events.